Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 12/23/2025. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge, and resumed insulin without requiring third-party assistance.